Manufacturer narrative:
G4 - premarket / 510(k) #: k133110, p090003. Device eval by MFR: the device was not returned. However, a photo was provided from the healthcare facility, showing damage to the stent.

Event description:
It was reported that the stents dislodged and required surgical intervention. The stenosed target lesion was located in the moderately tortuous and severely calcified superior mesenteric artery (sma). A 6.0x20x75cm express ld balloon expandable stent was selected for use. During the procedure, it was noted that the device did not track through the sma, and the balloon ruptured without being fully inflated. Subsequently, the stent fractured and dislodged from the balloon and got stuck in the sma then migrated down to the popliteal artery. The same issue occurred when another express ld balloon expandable stent was used. The physician attempted to snare the dislodged stents but was unsuccessful. As a result, an emergency cutdown was performed to successfully remove the stents, and the procedure was completed using a non-boston scientific (bsc) stent. The patient was admitted to the hospital beyond the standard of care but is expected to fully recover. It was further reported that the stent was used for mesenteric angiogram. Furthermore, it was noted that the stent was deployed without physician initiating the deployment.

Event description:
It was reported that the stents dislodged and required surgical intervention. The stenosed target lesion was located in the moderately tortuous and severely calcified superior mesenteric artery (sma). A 6.0x20x75cm express ld balloon expandable stent was selected for use. During the procedure, it was noted that the device did not track through the sma, and the balloon ruptured without being fully inflated. Subsequently, the stent fractured and dislodged from the balloon and got stuck in the sma then migrated down to the popliteal artery. The same issue occurred when another express ld balloon expandable stent was used. The physician attempted to snare the dislodged stents but was unsuccessful. As a result, an emergency cutdown was performed to successfully remove the stents, and the procedure was completed using a non-boston scientific (bsc) stent. The patient was admitted to the hospital beyond the standard of care but is expected to fully recover.